Manufacturer narrative:
Aga medical could not evaluate the muscvsd involved in this incident since the device remains implanted. During manufacturing, this device underwent a series of inspections and tests to confirm proper function, including a test simulating loading and deployment. A review of manufacturing documentation confirmed this device successfully completed these tests. No further information is expected to be received regarding this event. Should additional information become available, aga medical will file a supplement report.

Event description:
According to the initial information received, three amplatzer muscular vsd occluders (muscvsd) were successfully implanted on (B)(6) 2010. An ECG dated (B)(6) 2010 reported a predominantly junctional rhythm. A pacemaker was implanted during pulmonary artery band removal surgery on (B)(6) 2010. The other amplatzer muscular vsd occluders implanted include (B)(4), serial (B)(4). This event is being reported as further medical intervention (pacemaker) was required to alleviate the arrhythmia. This event has not yet been adjudicated by aga medical's data safety monitoring board (dsmb).